Event description:
It was reported by the customer's wife that he had been involved in an automobile accident but was not wearing his insulin pump, causing his blood glucose level to go low. Automobile accident occurred on (B)(6) of 2014. Customer had reported an issue with the device earlier that day, which led to him being advised to disconnect and return the insulin pump for analysis. Blood glucose level at time of hospitalization was between 18 to 20 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.